Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pelvic pain"), perforation ("organ perforation") and device breakage ("fractured implant") in a female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. On (B)(6) 2013, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), perforation (seriousness criteria medically significant and intervention required), device breakage (seriousness criteria medically significant and intervention required) and menstrual disorder ("menstruation issues"). The patient was treated with surgery (underwent a diagnostic laparoscopy hysteroscopy,bilateral salpingectomy). Essure was removed. At the time of the report, the pelvic pain, perforation, device breakage and menstrual disorder outcome was unknown. The reporter considered device breakage, menstrual disorder, pelvic pain and perforation to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2013: essure device was successfully occluded. Incident: no lot number or device sample was received in this case. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device breakage ('fractured implant'), perforation ('organ perforation'), pelvic pain ('pelvic pain/pain: pelvic area') and salpingitis ('salpingitis/possible salpingitis') in a 32-year-old female patient who had essure (batch no. A96188) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included swelling of feet, marijuana use, varicella, cesarean section, degenerative disc disease and gerd. On (B)(6) 2013, the patient had essure inserted. On (B)(6) 2013, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), salpingitis (seriousness criteria medically significant and intervention required), menorrhagia ("menorrhagia (heavy menstrual bleeding)/abnormal bleeding (menorrhagia)"), vaginal haemorrhage ("abnormal bleeding (vaginal)"), dysmenorrhoea ("dysmenorrhea (cramping)") and dyspareunia ("dyspareunia (painful sexual intercourse)"), 2 months after insertion of essure. On (B)(6) 2013, the patient experienced depression ("depression") and anxiety ("mental anguish"). On an unknown date, the patient experienced device breakage (seriousness criteria medically significant and intervention required), perforation (seriousness criteria medically significant and intervention required), genital haemorrhage ("gen. Abnorm. Bleed"), menstrual disorder ("menstruation issues") and abdominal pain ("abdominal pain"). The patient was treated with surgery (she underwent a diagnostic laparoscopy hysteroscopy,bilateral salpingectomy. Hyst. (Full),). Essure was removed on (B)(6) 2015. At the time of the report, the device breakage, perforation, salpingitis, menstrual disorder, depression, anxiety, dysmenorrhoea and dyspareunia outcome was unknown and the pelvic pain, genital haemorrhage, abdominal pain, menorrhagia and vaginal haemorrhage had resolved. The reporter provided no causality assessment for salpingitis with essure. The reporter considered abdominal pain, anxiety, depression, device breakage, dysmenorrhoea, dyspareunia, genital haemorrhage, menorrhagia, menstrual disorder, pelvic pain, perforation and vaginal haemorrhage to be related to essure. The reporter commented: received treatment for pain, bleeding : yes, psych injury : no discrepancy noted for essure insertion date:- (B)(6) 2013 & (B)(6) 2013 and essure confirmation test: patient did not undergo an essure confirmation test. There were 0 coils visualized on the left and 3 coils on the right. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - in (B)(6) 2013: total bilateral occlusion. Quality-safety evaluation of ptc: unable to confirm complaint . Most recent follow-up information incorporated above includes: on 29-mar-2021: medical record received- rcc, reporter information and medical history added. Case became medically confirmed. Event salpingitis updated to serious incident. We received a lot number in this case. A technical investigation was conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device breakage ('fractured implant'), perforation ('organ perforation'), pelvic pain ('pelvic pain') and genital haemorrhage ('gen. Abnorm. Bleed') in an adult female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. On (B)(6) 2013, the patient had essure inserted. On an unknown date, the patient experienced device breakage (seriousness criteria medically significant and intervention required), perforation (seriousness criteria medically significant and intervention required), pelvic pain (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criterion medically significant), menstrual disorder ("menstruation issues"), abdominal pain ("abdominal pain"), menorrhagia ("menorrhagia (heavy menstrual bleeding)") and psychological trauma ("psych injury"). The patient was treated with surgery (underwent a diagnostic laparoscopy hysteroscopy,bilateral salpingectomy. Hyst. (Full),). Essure was removed on (B)(6) 2015. At the time of the report, the device breakage, perforation, menstrual disorder and psychological trauma outcome was unknown and the pelvic pain, genital haemorrhage, abdominal pain and menorrhagia had resolved. The reporter considered abdominal pain, device breakage, genital haemorrhage, menorrhagia, menstrual disorder, pelvic pain, perforation and psychological trauma to be related to essure. The reporter commented: received treatment for pain, bleeding : yes, psych injury : no discrepancy noted for essure insertion date: (B)(6) 2013. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2013: essure device was successfully occluded. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 3-sep-2019: pfs received. Reporter information, insertion date added. Event : abdominal pain, menorrhagia (heavy menstrual bleeding), gen. Abnorm. Bleed added. Outcome of the event pelvic pain, abdominal pain were updated. Incident: no lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device breakage ("fractured implant"), perforation ("organ perforation") and pelvic pain ("pelvic pain") in a female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. On (B)(6) 2013, the patient had essure inserted. On an unknown date, the patient experienced device breakage (seriousness criteria medically significant and intervention required), perforation (seriousness criteria medically significant and intervention required), pelvic pain (seriousness criteria medically significant and intervention required) and menstrual disorder ("menstruation issues"). The patient was treated with surgery (underwent a diagnostic laparoscopy hysteroscopy, bilateral salpingectomy). Essure was removed. At the time of the report, the device breakage, perforation, pelvic pain and menstrual disorder outcome was unknown. The reporter considered device breakage, menstrual disorder, pelvic pain and perforation to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2013: essure device was successfully occluded. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 12-mar-2019: quality safety evaluation of ptc. Incident: no lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records information become available from our investigation, this will be and other non-conformances data; should any new and reportable provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device breakage ('fractured implant'), perforation ('organ perforation') and pelvic pain ('pelvic pain/pain: pelvic area') in a 32-year-old female patient who had essure (batch no. A96188) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. On (B)(6) 2013, the patient had essure inserted. On (B)(6) 2013, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), salpingitis ("salpingitis/possible salpingitis"), menorrhagia ("menorrhagia (heavy menstrual bleeding)/abnormal bleeding (menorrhagia)"), vaginal haemorrhage ("abnormal bleeding (vaginal)"), dysmenorrhoea ("dysmenorrhea (cramping)") and dyspareunia ("dyspareunia (painful sexual intercourse)"), 2 months after insertion of essure. On (B)(6) 2013, the patient experienced depression ("depression") and anxiety ("mental anguish"). On an unknown date, the patient experienced device breakage (seriousness criteria medically significant and intervention required), perforation (seriousness criteria medically significant and intervention required), genital haemorrhage ("gen. Abnorm. Bleed"), menstrual disorder ("menstruation issues") and abdominal pain ("abdominal pain"). The patient was treated with surgery (she underwent a diagnostic laparoscopy hysteroscopy,bilateral salpingectomy. Hyst. (Full),). Essure was removed on (B)(6) 2015. At the time of the report, the device breakage, perforation, salpingitis, menstrual disorder, depression, anxiety, dysmenorrhoea and dyspareunia outcome was unknown and the pelvic pain, genital haemorrhage, abdominal pain, menorrhagia and vaginal haemorrhage had resolved. The reporter provided no causality assessment for salpingitis with essure. The reporter considered abdominal pain, anxiety, depression, device breakage, dysmenorrhoea, dyspareunia, genital haemorrhage, menorrhagia, menstrual disorder, pelvic pain, perforation and vaginal haemorrhage to be related to essure. The reporter commented: received treatment for pain, bleeding : yes, psych injury : no discrepancy noted for essure insertion date:- (B)(6) 2013. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - in (B)(6) 2013: total bilateral occlusion. Most recent follow-up information incorporated above includes: on 11-feb-2020: plaintiff fact sheet and medical record received. Per pfs events¿ abnormal bleeding (vaginal), dyspareunia (painful sexual intercourse), and dysmenorrhea (cramping) were added. Event psych injury was updated to depression, mental anguish. Per medical record: salpingitis/possible salpingitis was added. Essure lot number, lab data updated and reporter were added. Seriousness criterion of previously reported event¿ genital hemorrhage¿ was updated to non-serious. A technical investigation will be conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device breakage ('fractured implant'), perforation ('organ perforation') and pelvic pain ('pelvic pain/pain: pelvic area') in a 32-year-old female patient who had essure (batch no. A96188) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. On (B)(6) 2013, the patient had essure inserted. On (B)(6) 2013, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), salpingitis ("salpingitis/possible salpingitis"), menorrhagia ("menorrhagia (heavy menstrual bleeding)/abnormal bleeding (menorrhagia)"), vaginal haemorrhage ("abnormal bleeding (vaginal)"), dysmenorrhoea ("dysmenorrhea (cramping)") and dyspareunia ("dyspareunia (painful sexual intercourse)"), 2 months after insertion of essure. On (B)(6) 2013, the patient experienced depression ("depression") and anxiety ("mental anguish"). On an unknown date, the patient experienced device breakage (seriousness criteria medically significant and intervention required), perforation (seriousness criteria medically significant and intervention required), genital haemorrhage ("gen. Abnorm. Bleed"), menstrual disorder ("menstruation issues") and abdominal pain ("abdominal pain"). The patient was treated with surgery (she underwent a diagnostic laparoscopy hysteroscopy,bilateral salpingectomy. Hyst. (Full),). Essure was removed on (B)(6) 2015. At the time of the report, the device breakage, perforation, salpingitis, menstrual disorder, depression, anxiety, dysmenorrhoea and dyspareunia outcome was unknown and the pelvic pain, genital haemorrhage, abdominal pain, menorrhagia and vaginal haemorrhage had resolved. The reporter provided no causality assessment for salpingitis with essure. The reporter considered abdominal pain, anxiety, depression, device breakage, dysmenorrhoea, dyspareunia, genital haemorrhage, menorrhagia, menstrual disorder, pelvic pain, perforation and vaginal haemorrhage to be related to essure. The reporter commented: received treatment for pain, bleeding : yes, psych injury : no discrepancy noted for essure insertion date: (B)(6) 2013 & (B)(6) 2013. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - in (B)(6) 2013: total bilateral occlusion. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 13-mar-2020: quality safety evaluation of ptc. We received a lot number in this case. A technical investigation was conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.